Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an occlusion error after replacing the power supply. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device displayed an occlusion error after replacing the power supply. The remote service engineer (rse) advised the customer to check the connection of the blower and the motor controller (mc) printed circuit board assembly (pcba). It was stated the blower was not functional. The rse then advised the customer to find the damaged component on the mc pcba and provided the part number of the mc pcba to order and replace. The investigation is ongoing.